Event description:
Clinician notes: do you remember the loaner knee I was swapping on the other day that come with zero charge? Well the patient went home and charged it, walked around the next morning in the house with no issues and then went to the mall in the afternoon. Unfortunately she had a fall in the mall and is now in (B)(6) hospital with a fractured hip! I have spoken to the husband and he explained they don't know why she fell, she has never fallen before, wasn't knocked into or the floor wet. They are wondering if it is an issue with the knee joint and she has therefore little confidence in it. She's not walking at the moment and the husband is unsure when she is due to be back walking (currently standing). They are asking my advice weather it is worth me checking the knee over.I said there is not much I can check over, only see if the knee itself gives me a fault and that sending it back to ottobock would be the way to really check it. I am of the opinion that we should be cautious and change the loaner for a new one (unless her knee joint is nearly ready) to give the patient piece of mind and confidence with her rehab. Patient fell in the shopping centre the day after her loaner unit was fitted. The patient and her husband are not sure what casued the fall. Patient does not have a history of falling, the floor was not wet or slippy and was not kocked by another shopper. Pt felt like the knee may have given way but is unsure. A patient on a loaner knee had a fall (B)(6) 2023 after receiving her loaner unit on the (B)(6) 2023. She is unsure if the knee gave way on her or not and does not know what caused the fall.

Manufacturer narrative:
Device is currently not available for evaluation; supplemental report will be submitted after evaluation of all device components is completed.

Event description:
Clinician notes: do you remember the loaner knee I was swapping on the other day that come with zero charge? Well the patient went home and charged it, walked around the next morning in the house with no issues and then went to the mall in the afternoon. Unfortunately she had a fall in the mall and is now in south mead hospital with a fractured hip! I have spoken to the husband and he explained they don't know why she fell, she has never fallen before, wasn't knocked into or the floor wet. They are wondering if it is an issue with the knee joint and she has therefore little confidence in it. She's not walking at the moment and the husband is unsure when she is due to be back walking (currently standing). They are asking my advice weather it is worth me checking the knee over. I said there is not much I can check over, only see if the knee itself gives me a fault and that sending it back to ottobock would be the way to really check it. I am of the opinion that we should be cautious and change the loaner fora new one (unless her knee joint is nearly ready) to give the patient piece of mind and confidence with her rehab.